Event description:
While cleaning the biopsy port on endoscope, brush pulled off wire. This occurred twice on same day; same product lot number.

Event description:
Reporter alleged obtaining a result of 222 mg/dl on the aviva system while feeling hypoglycemic. Reporter stated that someone made her a sandwich, but she couldn't eat the it because she was incoherent. Reporter stated that the paramedics were called and arrived within 15 minutes, obtaining a lo and 22 mg/dl result on their system. Reporter stated she was treated with d-50 and was taken to the hospital. Reporter stated she was given a glucose IV and food at the hospital. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
Na